Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted in november for sternal wound bleeding, which had was last treated july 2021. Status post operation, the patient had a hemorrhage shock from the bleeding of the sternal wound. It was noted that there were no aneurysm/pseudoaneurysms at the time. There was methicillin-resistant staphylococcus aureus (mrsa) on culture of excised sternal tissue. Blood cultures from evening also turned positive. However, after performing a computed tomography angiography (cta) of the chest on (B)(6) 2021, a pseudoaneurysm around the inflow cannula and new apical left ventricular assist device (lvad) fluid collection was found. The cta showed left ventricular apical pseudoaneurysm encasing lvad pump at the cardiac apex: an apical contrast-enhancing collection surrounding the lvad pump has enlarged slightly from (B)(6) 2021, again noted to opacify with contrast, likely reflecting communication/leak and pseudoaneurysm, and possibly reflecting the source of patient's bleeding, though no active bleeding is definitely seen. No other organized fluid collection present, though soft tissue tracks along the course of the outflow cannula and drive line, similar to prior, again likely sequela of known lvad infection. The patient was taken to the operating room (or) for a flap closure. The patient had a chronic lower sternal wound infection and it was believed to be a lvad related infection. Following treatment, blood cultures came back negative on (B)(6) 2021. The patient was put back on vancomycin until (B)(6) 2021, with a recommendation to then transition to doxycycline indefinitely.

Manufacturer narrative:
The july 2021 admission is reported in MFR# 2916596-2021-07253. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.